Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(4) 2015, an fse conducted on-site follow-up with the customer. The fse observed that the sv180 and drain valve for wash probe 1 failed. The fse replaced the valve and waste trap. This returned the instrument to normal operation. The most probable cause of the reported event was due to a sv180 failure.

Event description:
On (B)(6) 2015, a customer reported probe suction failure on start-up with their aia-1800 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting prl, progii fsh, e2 and bhcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting